Event description:
Caller indicated the relion prime meter is producing high readings. On (B)(6) 2014, caller stated he is getting at least 40 points higher. He did tell (B)(6) he was using the same finger and poking it different times. He has been using the meter the week or so. This morning he checked it was 255 on the relion, 204 on the (B)(4) meter and 203 on his accucheck. He did a test with (B)(4) on the phone and got a 210 on the relion, and a 171 on his (B)(4) meter. He wants a replacement. It is reading so much higher that he is having to take medicine that he should not be taking, and does not want to. He bought the machine to spend less money on the test strips. He stores his test strips in the container on his kitchen table in the middle of the living room. He is comparing them back to back, and using new lancets and using a different finger within in minutes and got 50 points off. Advised him to make sure to treat each test as a new one, using clean hands and new lancets. He says he is doing so, and really thinks he is doing it right. (B)(6) 2014 follow up: customer told the same story as he told (B)(6). He had numerous different scenarios testing against the 2 meters all resulting in the same numbers as listed above. And all prime results were 30 to 40 points higher than the accuchek or (B)(4)'s meter. If his blood glucose is over 140 in the morning he is supposed to take a pill and if his bg is over 180 two hours after dinner he is supposed to take a pill but with his diet changes, he's trying to get off meds as much as possible.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.